Event description:
Patient's wife contacted nurse at surgeon's office because patient experienced toxicity symptoms, including dizziness, metal taste in mouth, and confusion. Nurse contacted hotline for instructions. Hotline recommended clamping pump, which was done. Patient was instructed to remove pump by physician's office. No evidence of pump malfunction noted by wife. Pump was discarded.

Manufacturer narrative:
Information gathered during this investigation from dr. (B)(6)'s office determined that there was no product problem. No further investigation is required.